Manufacturer narrative:
Inspected 3 opened/used enlite sensors and performed bicarbonate buffer test. One of three failed per specifications due to found sensor cannula broken, missing broken parts. Two remaining sensors passed per specifications with accurate readings. Unable to confirm if customer received sensors in said condition due to cost returned opened/used.

Event description:
Customer reported via phone call of receiving low sensor glucose alarm. Customer states that blood glucose was 240 mg/dl which was treated with orange juice. Customer also received calibration error alarm. Customer was advised to monitor sensor and to call back should issue persist. Customer was advised that sensor would be replaced.